Manufacturer narrative:
Results: the pod4 coil pusher assembly was fractured and only the distal segment of the pusher assembly was returned for evaluation. The introducer sheath was damaged approximately 22.0 cm from the proximal end and on the distal end. The coil was detached from the pusher assembly within the introducer sheath. Conclusions: evaluation of the returned device confirmed damage to the introducer sheath. This type of damage typically occurs due to improper handling during use. If the pod4 is inserted forcefully into a rotating hemostasis valve (rhv), damage such as this may occur. Pod4 devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, the physician was unable to advance the pod4 coil through the orange introducer sheath. The physician noticed a bend in the sheath that did not allow the pod4 coil to advance pass that point. The pod4 coil did not enter the patient and was removed. The procedure was completed using ruby coils. There was no report of an adverse effect to the patient.